Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, g3, g6, h1, h2, h3, h6, h11. No product was returned. Review of the provided pictures found the seal was coming off of the lid in areas. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that aseptic battery housing is defective, the lid seal comes off. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.